Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that he experienced a low blood glucose level of 40 mg/dl to 45 mg/dl. The customer treated his blood glucose level with food and an injection. He was taken off the insulin pump and noticed that there was no bolus history that day. The customer did drive up to a hospital but stopped since his blood glucose was going up. The insulin pump was not attached to the customer but the reservoir and infusion set were still there. The device was not returned.